Manufacturer narrative:
Date of event and therapy date are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-01237. It was reported that the patient's leads migrated and the patient had ineffective therapy. As a result, surgical intervention occurred on (B)(6) 2020 to add a new lead and extension, which addressed the issue.